Manufacturer narrative:
The manufacturer did not receive devices of x-rays for review. Where the lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Zimmer (B)(4) cannot ascertain from the information received as to what had caused the pain, but the date of the original implantation suggests that this case could be related to the issues for which zimmer implemented a correction on 2009. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. Once the device affected are received and investigated and the investigation result becomes available, an updated reported will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted with a durom acetabular component 48/42h, metasul large diameter head 42/h and head adapter m/0; 12/14/-18/20 (unk side), on (B)(6) 2005. Due to pain caused by metallosis, the pt underwent revision surgery on (B)(6) 2014. Intra-operatively, it was found that the pt was suffering from trunnions, whereby wear particles are generated at the trunnion or interface between head and stem in a modular hip system. The revision surgery involved the changing of the shell and the head.